Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an osteo-site bone biopsy needle broke, separation of metallic and plastic part, during the injection of cement, which caused a proximal leak of cement. This device issue caused a delay in procedure, however, a new needle was used to complete the procedure. To date, additional patient and event information have not been provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Device available for evaluation: yes; returned to manufacturer on: 01jun2018. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection/dimensional verification of the returned device was conducted during the investigation. The customer returned one metal obturator with a green hub, a metal trocar with a blue hub, a metal needle (hollow) with a white hub, and an 11g blue handle. There is cement residue on all pieces except the metal trocar. There does not appear to be any surface damage; however, the blue handle separated from the metal needle. The plastic white hub is securely attached to the metal needle. There is possibly bio-mater at the distal end of the needle (white hub). The proximal end of the white hub is covered in cement. Therefore, the nature of the break is difficult to discern. Likewise, the blue handle is covered in cement.. The od of the needle measured within manufacturing specification. The length of the needle (hub to bevel tip) also measured within manufacturing specification. Additionally a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. It is obvious, however that the needle assembly met with forces it could not withstand. Review of the device history record of the finished product shows no nonconforming agents that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. IFU states: precautions assure that inner stylet is in proper alignment with outer cannula for appropriate bevel orientation. Assure all needles are at the desired location within the vertebral body before cement mixing begins. Note: the handling and curing characteristics of bone cement vary with temperature, humidity, mixing technique, injection pressure, and procedure time. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.